Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device remains implanted in the patient and not available for return to the manufacturer for analysis; therefore, a product analysis could not be conducted, and the reported issue cannot be confirmed. The instructions for use (IFU) identifies thrombus as a potential complication associated with the use of the device.

Event description:
It was reported that for a patient enrolled in a fred-x pas study, a follow-up cerebral angiogram showed complete occlusion of a previously treated aneurysm, and growth of the unruptured right internal carotid artery aneurysm. An endovascular embolization of the patient's right internal carotid artery aneurysm with a flow diverting fred-x stent was performed. Immediately after the stent was deployed, the patient had some haziness at the neck of the aneurysm, likely due to thrombus formation. This resolved spontaneously approximately five minutes after the stent was deployed with no evidence of intercranial branch occlusion or vascular injury. The patient was kept on a non-bolus heparin drip after the procedure. The right common femoral arteriotomy site was closed, and no immediate technical or procedural complications were encountered. The patient tolerated the procedure well and was transported from the angiography suite to the recovery area in unchanged neurological condition.

Manufacturer narrative:
A comprehensive and detailed review of the operative report has been complete. The preoperative diagnosis has been identified as a right carotid cave aneurysm with complete occlusion of the left posterior communicating artery aneurysm. The post operative diagnosis has been identified and confirmed as the same as the pre-operative diagnosis. The patent was then consented for endovascular embolization of her right internal carotid artery aneurysm with a flow diverting stent. The operative report indicates that the patient has been consented for the following operation: cerebral angiogram with ultrasound-guided puncture of the right common femoral artery. The consented operative patient was a 65-year-old female with a left posterior communicating artery aneurysm which was reported to be successfully treated with a pipeline flex embolization device. Patient received full explanation of the anticipated surgical benefits, risks, and alternatives for the procedure, informed consent was obtained from the patient. Presenting surgical procedure data included prepping of the groin in sterile fashion using chloraprep and sterilely draped. Performance of a single wall puncture of the right common femoral artery was performed under ultrasound guidance and an 8 french short sheath was inserted into the right common femoral artery. Digital subtraction angiography of the right common femoral artery was performed through the 8 french short sheath. Intraoperative data indicates that the patient was given 6000 units of intravenous heparin. Her act level was checked after 5 minutes and found to be 340. Using coaxial technique, a 5 french berenstein catheter loaded inside a neuron max were inserted into the short sheath and advanced into the aortic arch where the surgeon operative reports reflects that he sequentially catheterized and performed angiographic runs on the following vessels: left subclavian artery, left vertebral artery, left common carotid artery, left external carotid artery, left internal carotid artery, right subclavian artery, right common carotid artery, right external carotid artery and right internal carotid artery. After the right external carotid artery angiographic run, neuron max was advanced into the right common carotid artery and the berenstein catheter was removed and replaced with a 5 french sofia ex catheter. Data reflects that a sofia catheter was advanced into the distal cervical right internal carotid artery and the neuron max was advanced into the proximal cervical right internal carotid artery. No reported device related complications were reported with the performance of this maneuver. The operative report further indicates that after the surgeon performed high magnification oblique views of the right internal carotid artery, he proceeded with endovascular embolization of the patient's aneurysm. The surgeon performed an opened prepared a headway 27 microcatheter and 014 asahi chikai microwire on the back table. The microcatheter and microwire were inserted into the sofia catheter and navigated into the right middle cerebral artery. The sofia catheter was advanced into the cavernous right internal carotid artery. Digital subtraction angiography was performed in the right middle cerebral artery through the headway 27 microcatheter. This showed normal filling of the right middle cerebral artery. The report reflects that the surgeon opened and prepared a 4.5 x 20 mm fred-x stent on the back table. The introducing sheath was inserted into the rotating hemostatic valve of the headway 27 microcatheter. After appropriate back flushing of heparinized saline through the introducing sheath, the stent was deployed along the supraclinoid right internal carotid artery. Just prior to the stent being fully deployed, there is subtraction angiography was performed in the right internal carotid artery through the neuron max. This showed the stent was well positioned proximal and distal to the aneurysm. Remainder of the stent was deployed and the introducing wire and microcatheter were removed. The remainder of the stent was deployed and the introducing wire and microcatheter were removed. The sofia catheter was pulled down to the cervical right internal carotid artery. Digital subtraction angiography was performed in the right internal carotid artery through the sofia catheter which showed the stent was well positioned proximal and distal to the aneurysm. Digital subtraction angiography was performed in the right internal carotid artery through the sophia catheter with a different high magnification oblique view which showed the stent was well positioned proximal and distal to the aneurysm, but there remained some haziness along the neck of the aneurysm, possibly due to thrombus formation. Digital subtraction angiography was performed in the right internal carotid artery through the sofia catheter with a view of the entire head. This showed no evidence of intracranial branch occlusion or vascular injury. Operative report data further reflects dyna CT scan of the head while injecting dilute contrast within the right internal carotid artery. This showed the stent was well positioned proximal and distal to the aneurysm with no visible endoleak. There was also no visible thrombus within the aneurysm or right internal carotid artery. Digital subtraction angiography was performed in the right internal carotid artery through the sofia catheter with a view of the entire head. This showed no significant change. The sofia catheter was removed, and the neuron max was pulled down to the right common carotid artery. Due to subtraction angiography was performed in the right common carotid artery through the neuron max with a view of the neck. This showed no evidence of dissection or vascular injury. The neuron max was removed. The patient's act level was checked again and found to be 304. The right common femoral arteriotomy was successfully closed with an 8 french angio-seal closure device. Operative conclusion results indicated that performance of an angiographic study demonstrated complete occlusion of the patient's left posterior communicating artery aneurysm and no significant change in the wide necked aneurysm along the right internal carotid artery that measured approximately 5.2 mm in maximal diameter. In addition, review of the procedure results indicated that the patient was successfully treated for a right internal carotid artery aneurysm with a 4.5 x 20 mm fred-x stent. Immediately after the stent was deployed, the patient did have some haziness at the neck of the aneurysm, likely due to thrombus formation. This resolved spontaneously with no evidence of intracranial branch occlusion or vascular injury. Review of the operative report data does not reflect any reported intraoperative evidence of selected therapeutic device malfunction and/or device related equipment failure that would contribute to the presenting compliant. Further, the operative report does not reflect any evidence of intraoperative complication induced by the intraoperative deployment of the selected devices and /or device related equipment utilized during the course of performing the consented procedures that would contribute to the reported complaint. No immediate technical or procedural complications were encountered during the course of the procedures. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. A search for non-conformances associated with this part/lot number combination to determine if any production-related issues relevant to the complaint that occurred during manufacturing of the device could not be performed, as this product information was not available. IFU review: the IFU for this product identifies stent thrombosis and thromboembolic event as potential complications.

Event description:
See h10.